Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that patient battery in overdischarge. States has not charged in close to 2 months. The patient did not bring his recharger with him, so the physician mode recharge was rescheduled for (B)(6) 2021. The issue was not resolved at the time of the report. Physician recharge mode was performed and power on reset por cleared. Patient had physician recharge mode down recently. When tried to turn system on, had turned his amplitude all the way up to 10.5 and states he is feeling no stimulation. Patient seen in dr. (B)(6) office. Checked impedances on the battery in question, which is his cervical stimulator. All impedances were over 10,000. Was unable to check at a higher amplitude, as he was getting shocking sensation. Plan is to send to dr. Treves for a cervical lead revision. No date yet scheduled.